Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint valve central regurgitation was unable to be confirmed. Available information suggests that over inflation likely contributed to the event as per description a post dilatation (with commander with final volume 36 ml) was performed. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliates in mexico. As reported, it was a case of a 29mm sapien 3 valve implant in a bicuspid aortic valve. During the procedure, the procedure was uneventfully performed until valve deployment (80/20 aortic position). During post-deployment evaluation it was noticed that there was moderate paravalvular leak (pvl) so a post dilatation was performed with the commander delivery system balloon with final volume 36 ml. Afterwards the valve showed moderate-severe central regurgitation on echo and no pvl. The physician decided to implant a second valve (valve in valve). A second 29mm sapien 3 valve was successfully with no pvl or central regurgitation. The patient was stable during all procedure length, the patient left the cath lab to reach coronary unit, with good recovery. As per medical opinion, the root cause of the pvl was related to the large and bicuspid annulus, that was not having good contact with the sapien3 valve. And the root cause of the central regurgitation, was related to the inappropriate movement of the valve leaflets post-dilation.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.